Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the battery was replaced due to normal battery depletion. The cause of the low and high impedances wasn¿t determined as the issue wasn¿t resolved even after disconnecting and reconnecting the lead into the new neurostimulator and several impedance checks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pre-operative connection to a patient with parkinson's disease, a low impedance was observed between contacts 0 and 3 on the activa sc implant, affecting the therapy current. Upon reconnecting, the impedances changed to be slightly elevated only on contact zero. The patient underwent a surgical intervention where the battery was replaced with a percept rc, but the same issues were encountered. Several impedance checks were performed as part of the troubleshooting process. The issue was resolved, and the device remains implanted and in service. No patient complications have been reported as a result of this event.